Event description:
Medtronic received information that the patient became hypotensive during the implant of a transcatheter bioprosthetic aortic valve. A pericardial effusion was found, and an open sternotomy confirmed a perforation in the left ventricular outflow tract. Four units of packed red blood cells were transfused. The patient expired. The physician felt this delivery catheter system (dcs) had pushed a piece of calcium through the left ventricular wall after crossing the native valve.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information reported, the hypotension and pericardial effusion were most likely caused by the reported perforation in the left ventricle. Hypotension and a pericardial effusion are known potential adverse effects per the instructions for use (IFU) and are varying risks that are dependent on several factors such as the patient¿s state of health and pre-procedural condition. Perforations are also known potential risks per the instructions for use (IFU) that can occur during any invasive procedure. Without return of the product and with the limited information available, a conclusive cause of the perforation could not be determined. The report of patient death as a result of the perforation is being ascertained as being related to the procedure. However, with the limited information available, a definitive relationship between the device and the death could not be established.

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
There were no allegations of device malfunction for either the dcs or valve. The dcs was discarded at the hospital after its use. It was unknown if an autopsy would be performed; as of the date of this report, the valve had not been explanted. (B)(4).